Manufacturer narrative:
The device will not be returned for evaluation as it remains in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The primary procedure was performed on (B)(6) 2018. An afx2 bifurcated stent graft and two axf limb stent grafts were implanted. During a follow-up visit a type ib endoleak was identified. The patient was asymptomatic. The type ib was sealed with an iliac extension on (B)(6) 2018. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical assessment confirmed the reported type ib endoleak from the left common iliac artery (lcia). The complaint is user related (off-label case). Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be in stable condition post the secondary endovascular procedure. Additionally, clinical assessment determined that there was evidence to reasonable suggest lcia sac growth occurred that was not included in the reported event. The sac growth was discovered on (B)(6) 2018 during review of the 3month post implant CT scan. A definitive root cause was not determined; however, a contributing factor of the type ib endoleak was off label use in the iliac anatomy. The device was not be returned for evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.